Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigative update: (B)(6) 2021. Patient x-ray images and product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. There is sufficient evidence found in both the x-rays and explanted device images to confirm a disassociation from liner event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: no evidence was found indicating product error was a contributing factor. Mre not required.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from squeaking sound, pain, discomfort, and possible disassociation. Doi: (B)(6) 2013 - dor: (B)(6) 2013 (right hip).